Manufacturer narrative:
On 29-oct-2015, an fse was dispatched to the customer site to address the reported event. The fse ran the cup transfer 40-50 times without being able to duplicate the c-trans z home overrun error. The fse cleaned the teflon cup press wedge with alcohol and cleaned and lubricated the guide rods on the cup transfer assy. The fse also cleaned and reseated the ribbon cable on the cup transfer assembly and reseated all cables on the main board and cpb board. The leds associated with the cup transfer are working correctly. The fse noted a flag on the z axis was not in the center of the sensor but was too clse to the right edge of the s sensor opening and adjusted mechanically. The fse checked the z trans loader, cup position z and all are adjusted correctly. The fse replaced the test cup transfer assembly and checked alighment at each position with jigs. The fse ran control and patient samples on the new cup transfer assembly without any failures. Repair complete. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to cup transfer assembly-z axis motor seemed hot. Intermittent error resulting (z-axis over run). Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported receiving an error message with the aia-900 analyzer. The customer reports error 4153 c-trans z overrun error. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of any patient intervention of any patient, intervention or adverse health consequences due to the delay in reporting.